Event description:
It was reported by the rep that the device was used during laparoscopic perineal hernia repair. It was reported the surgeon used two 35ol trocars for instrumentation exchange and used them for approximately an hour. Both trocars began leaking due to a split in the gasket. He replaced both trocars and finished the case. There was no consequence to the pt.